Event description:
Revision surgery - due to the fit of the stem causing pain to the patient, the stem size may have been too small.

Manufacturer narrative:
The reason for this revision surgery was reported as pain the patient was experiencing after 1.4 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the 3rd complaint for this product (1 trauma, 1 pain, 1 stability/poor joint), first for this lot. The root cause for the pain was reported as the stem not fitting properly. There are no indications of a product or process issue affecting implant safety or effectiveness. Hospital disposed.